Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Clipped lip [lip injury]. Toothbrush with the double brush head broke off [device breakage]. Brush head broke off and clipped lip [injury associated with device]. Case description: a consumer reported that while her son used an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown broke off and clipped his lip. She described the product as the tooth brush with the double head. The case outcome was unknown.